Event description:
It was reported that a patient felt initial pain relief after a symmetry procedure. Five months post procedure the patient started to feel pain, which worsened over time, and the physician decided to remove the implant. The physician felt the implant had loosened in the sacrum. At the time of the revision surgery allograft was placed in the location where the implant was removed.